Manufacturer narrative:
Aso received returned samples from consumer and performed test for adhesion properties. In addition, aso reviewed records of biocompatibility tests. No lot number was provided, therefore aso could not investigate further.

Event description:
Consumer reported she may have had an allergic reaction to the adhesive on the bandage. She reported experiencing redness and swelling which turned into what looked like a burn.